Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was preformed with a leak noted coming from the fill port. A particle was found under the check band. A ft-ir spectroscopy testing identified the particle to be glass that was not from baxter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the glass particles under the check band could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a leak. This occurred during patient infusion. The device was filled with an unspecified amount of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.